Event description:
It was reported that a device would not recognize a closed door and continue alarming until the power was removed. It was also reported that there was no pt incident or adverse event.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the unit inoperable per reported symptom of "door not fully latched" messages caused by a loose link screw (upper). The condition was eliminated during the evaluation process by adjusting the screws with the door performing as expected. The screw will be replaced during the repair process.